Event description:
It was reported while using the panel phoenix nmic/ID-307 four (4) occurrences of incorrect ast results for patient samples were noted. No health impact or consequence reported.

Manufacturer narrative:
Date of event is unknown. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 four (4) occurrences of incorrect ast results for patient samples were noted. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary this complaint is for high mic results when using phoenix panel nmic/ID-307 (catalog number 449289) batch number unknown. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using panel phoenix nmic/ID-307, there was an incorrect ast result for a patient sample. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-307, there was an incorrect ast result for a patient sample. There was no report of patient impact.